Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after and implant duration of approximately 7 months, due to mitral endocarditis. The health-care provider indicated that the patient had infected leaflets. Additionally, the health-care provider noted that the explant was not related to any device malfunction. The explanted ring was replaced with an edwards bioprosthesis valve. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for evaluation; therefore, the root cause of the reported event could not be investigated. Although the root cause cannot be confirmed, the health care provider indicated that the patient had an infected native leaflets. Endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.